Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot#: unknown, product type: screening device. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that patient was unable to decrease or increase stimulation. Patient stated that she has a lot of pain in her waist, center area of her back to her toes. Patient mentioned she thought she may have pulled the leads out as she bent way over. The patient was advised to contact her doctor and tried to troubleshooting the controller. Was able to get patient to decrease her stimulation and then increase it; but she was not able to lock it or get it to turn off. Additional information reported a day later indicated that the patient mentioned that she has a lot of pain back there. The patient indicator for use were for urge incontinence. No further complications were reported/anticipated.